Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Xrays were reviewed and identified the following: right shoulder radiographs demonstrate presence of zimmer comprehensive reverse shoulder arthroplasty. The glenoid component construct (glenosphere /taper assembly and base plate) are malpositioned, rotated approximately 90° counterclockwise relative to the expected position of the glenoid component. The baseplate component projects inferior to the coracoid process, and may be contacting the inferior coracoid process. No central or peripheral screws are visualized associated with the glenoid component. Rather, broken central screw is suggested at the base plate. Partially imaged screw is visualized projecting over the glenoid (partly obscured by the malpositioned glenoid component) and there is suggestion of 2 broken screws projecting over the proximal humeral component which are partially imaged (partly obscured by the humeral component). DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that a patient underwent shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for revision. No revision has been reported and no further information is available.